Event description:
A customer contacted beckman coulter, inc. (Bci) regarding an erroneously elevated troponin (accu tni) result generated by the unicel dxi 800 access immunoassay system for a single patient sample. The initial accu tni result was 1.03ng/ml. On the same day, the original sample was aliquoted and re-centrifuged and then retested for accu tni. Repeated result was 0.06.ng/ml. It is unk if accu tni results were reported out of the lab. There has been no report of death, injury, or change to pt treatment in association to this event.

Manufacturer narrative:
The customer runs two qc levels daily. In 2008, the low level qc was elevated for an acceptable 2sd range. No qc failure flags were noted in the archive file. A system check was performed before the event on that day, and passed within specs. The specimen was collected in a green top with gel tube. The sample was processed on the automation line and was centrifuged for 6 minutes. The repeat sample was aliquoted and re-centrifuged for 3 minutes. The completion time of repeat testing was beyond the 2-hour recommended room temperature time as stated in the assay manual. A field service engineer (fse) was not dispatched to the customer's lab as customer declined service. Bci has been working with this customer in conjunction with a rep from the tube MFR regarding pre-analytical issues. Although, pre-analytical sample handling could be a contributing factor, a clear root cause for this event has not been concluded to date. A malfunction will be assumed for the purpose of this report.